Event description:
The pt had a lap band placed previously and had done very well until the physician tried to adjust this and was found to have a kink in the lap band tubing. She was taken back for straightening and adhesiolysis, which did very nicely and functioned well. Upon trying to do this again, it has kinking in the same spot, so the physician thought the angle with which the port is going in is inappropriate and needs to be completely repositioned.